Manufacturer narrative:
No product was returned for evaluation. Multiple requests for product return were issued to the customer with no success. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was found unresponsive on the couch at home by the son. The lvad system was sounding an unspecified alarm. The son called 911 and the patient was emergently transferred to a local hospital. A head CT scan revealed a subarachnoid hemorrhage with midline shift. The patient¿s last inr was 2.37 on (B)(6) 2017; the inr at the time of the event was not available. The patient¿s family elected to withdraw care and the patient expired the same day. No additional information was available.